Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the helix on the right ventricular (rv) lead did not extend in a normal, smooth fashion. The helix jumped out after the stylet was advanced. The rv lead was implanted and is still in use. No patient complications have been reported as a result of this event.